Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product.no product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. The customer obtained unspecified high sensor readings and began to lose balance and sweat. An ambulance was called and paramedics transported him to the hospital where a sensor scan of 26.5 mmol/l was taken in comparison to reading of 21 mmol/l on a healthcare meter. The customer was treated with ¿glucose to bring the sugar up¿ and no additional details were provided. Please note that the treatment of glucose is inconsistent with the hcp meter reading. There was no report of death or permanent impairment associated with this event.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. The customer obtained unspecified high sensor readings and began to lose balance and sweat. An ambulance was called and paramedics transported him to the hospital where a sensor scan of 26.5 mmol/l was taken in comparison to reading of 21 mmol/l on a healthcare meter. The customer was treated with ¿glucose to bring the sugar up¿ and no additional details were provided. Please note that the treatment of glucose is inconsistent with the hcp meter reading. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.